Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patient was experiencing discomfort at the ipg site as the ipg was tipped due to it being near the belt line. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.